Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer is receiving a replace battery now alarm without receiving a low battery alert prior. He stated that this is the occurrence of the replace battery now alarm without a low battery alert prior. The customer¿s blood glucose was unknown. The caller said that he had changed the battery the day before. It did not give him a low battery alert but then alarmed replace battery now. He stated that he repeated it today and it alarmed again. During troubleshooting for replace battery now alarm, the caller was advised to review the customer¿s alarm history and it was confirmed that they did not receive a low battery alert prior to the replace battery now alarm. The alarm was there several times. The caller was advised that insulin pump would need to be replaced for the unresolved replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the formatted history file due to connector resistance issue j6 pcba1 and the power management graph was abnormal. Pump error noted in detail traces file due to connector resistance issue j6 pcba1. After disconnecting and reconnecting the j6 connector at pcba1, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.